Event description:
A 2.75 mm diameter x 14 mm length endeavor rx drug-eluting coronary stent was deployed into a pt with no issue reported. The target lesion, located in the lad # 7 was described as at bifurcation with 75% stenosis and was pre-dilated. However, 4 days post implant, the pt presented with symptoms. Electrocardiogram showed an elevated st-segment and confirmed thrombus at the site where the relevant stent was deployed. Pci was performed with support of the intra aortic balloon pump (iabp). No other clinical sequelae were reported. The physician commented that no vessel damage or thrombus was observed after stent deployment; however, stent might have been slightly under dilatation. The physician also reported "there is suspicious of clotting problem".

Manufacturer narrative:
(Secondary intervention: pci with iabp). Eval results: (several co-morbidities including clotting problem), (st).